Manufacturer narrative:
The root cause of the reported event has not yet been determined. The investigation is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedural setup an "e22 - motorpack error" message was generated by the aquabeam robotic system. The error message could not be cleared after several troubleshooting steps were taken, which included replacing the aquabeam handpiece two (2) times. As a result, the surgeon aborted the aquablation procedure and converted to a transurethral resection of the prostate (turp) surgical procedure to treat the patient. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam motorpack was not returned for investigation as it remained functional at the customer site. The three (3) associated aquabeam handpieces were returned for investigation. A review of the log files was unable to confirm the reported "e22 - motorpack error" error message. Functional testing of two (1) of the three (2) returned handpieces found no anomalies with the devices, no "e22 - motorpack error" error message were generated. The third handpiece triggered an "e22 - motorpack error" error message immediately when conducting three (3) docking cycles. The errors could not be cleared and functional testing did not continue. The handpiece was then tested on the microstepper fixture and abnormal signals were observed on each index. The handpiece was deconstructed and viewed under magnification. No signs of fluid ingress were observed on the encoder wheel and sensor board. A review of the device history record (DHR) for ab2000/serial number (B)(6), aquabeam motorpack/20c00581 and aquabeam handpiece/lot number 21c00674r1 and lot number 21c00611r1 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and associated components met all design and manufacturing specifications when released for distribution. A review of similar complaints for a 12-month period confirmed no other similar events have been reported to procept for the aquabeam motorpack. A review of similar complaints for a 12-month period confirmed five (5) other similar events have been reported to procept for the aquabeam handpiece. The aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event was unable to be established. The aquabeam motorpack was not returned for investigation and continues to be functional at the customer site. The root cause of the "e22 - motorpack error" error message with the returned handpiece was unable to be established. Additionally, a review of the log files could not confirm the reported "e22 - motorpack error" error message. Procept is currently in the process of addressing occurrence of "e22 - motorpack error" error messages caused by non-fluid ingress as part of the corrective action and preventive action process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.